Manufacturer narrative:
H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood loss, pain, mesh exposure, and nonsurgical and additional surgical interventions.

Event description:
Per additional info received, the patient has experienced bloody urine, intermittent/persistent right-sided groin pa/n, nocturia, minimal vaginal bleeding, cystocele, stress urinary incontinence (si), urinary tract infection, urinary frequency increased, feelings of urinary urgency, itching vaginally-mostly on the outside of her labia, small amount brown drainage with slight odor (vagina), abdominal soreness (after picked up 35 lb grandson), deep cyst in right labia (t cm, tender), dyspareunia, night sweats, vaginal dryness, vaginal sores, partner "feels something with intercourse, vaginal discomfort, 1/2 cm mesh exposure / opening in midline on anterior vaginal wall, vaginal scar tissue, moderate vaginal atrophy, grade 1/4 cystocele, grade 1/4 rectocele, incomplete bladder emptying, fever up to 102, yeast infection (vaginal itching and discharge), right vaginal apex tight muscle with tenderness, bacterial vaginitis, overactive bladder symptoms, and "emotional stress associated with the inability of maintaining a normal intimate relationship with spouse"). The pt underwent revision of vaginal graft.